Event description:
A malfunction alarm was reported due to an unresponsive touchscreen. There was no reported impact to the customer¿s blood glucose level. The patient expressed a reluctance to troubleshoot the issues with the pump, and no additional information was received regarding the outcome of the event.